Manufacturer narrative:
Results: frayed and non-stryker power cord.

Event description:
It was reported by service report that the power cord was frayed. No patient involvement or adverse consequences were reported.